Manufacturer narrative:
(B)(4) reported event was confirmed per visual examination of the returned product which found signs of repeated use. Inspection confirmed that the impactor pad has fractured. Additionally, sem analysis found that the fracture likely initiated at the distal-most thread interface with fracture surface artifacts of hackle marks and river lines suggesting the bending overload failure mode. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). (UDI): n/a. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor was broke during routine inspection after washed. There was no additional information.